Event description:
During a surgical procedure, a component of a swivel adaptor detached while in use. The event was contained immediately, and the procedure was completed successfully without patient impact. The investigation concluded that the event was an isolated assembly-related occurrence, with no design, material, or tooling deficiencies identified. The assembly process has since been refined to prevent recurrence. Although the potential for a spring to remain inside the patient could theoretically lead to a tissue response, the risk has been analyzed, and it was determined that such a scenario would not pose a health hazard. The case was reported due to the device malfunction.